Manufacturer narrative:
The reported event involving a non patient event-keystroke review could not be confirmed. This file was opened to document an event that the customer reported. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that a ICU nurse manager wanted to review the key strokes for a pharmacy order with the facility biomed. The customer confirmed that there was no patient event reported or patient harm. There is no other follow up required .